Event description:
The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jan 05, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged having difficulty breathing/short of breath and also alleged about visualization of particles, device is not blowing the proper pressure. There is no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower box upper cap, blower, blower box, blower outlet seal, rear panel o-ring, p4 power connector, dc jack colour insert. A hairlike substance was observed inside the ui panel. A white powder substance was observed inside the blower box, on the blower, pca, blower box upper cap, and p4 power connector. A contaminate consistent with keratin was observed on the blower box. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer observed dust/dirt contamination, likely from a source external to the deviceand unable to address the patient's symptoms section h6, health effect - clinical code was updated.